Event description:
Caller states she was unable to obtain a blood glucose result on the compact system due to a power issue. Customer would not wake up, and paramedics were called. A blood glucose result of 26 mg/dl was obtained on paramedic's meter, and the customer was treated with "glucagon gel;" low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.